Manufacturer narrative:
Implant date: 2016 lot number: unknown. Implant date: (B)(6) 2017 lot number: unknown.

Event description:
This unsolicited case from (B)(6) was received on 30- mar-2017 from an orthopedic surgeon this case involves a (B)(6) female patient who initiated treatment with synvisc one and the first two injections were given together with some steroid and later after one year of first injection the patient experienced knee pain with swelling and aspirated fluid from the knee. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unspecified date in 2016, the patient initiated treatment with synvisc one injection and second injection was given half year later in 2016 (route, dose, frequency: not provided; batch/ lot number: 6rsl027 and expiration date: jun-2019) for knee osteoarthritis. It was reported that first two injections were given together with some steroid (off label use). On (B)(6) 2017, the patient received treatment with synvisc one injection at a dose of 6 ml once (route, batch/ lot number and expiration date: not provided) for knee osteoarthritis. It was reported that the patient came back the next day and complained of knee pain with swelling. Further reported, due to severity, the doctor had to aspirate the fluid out from the knee and steroid was given after that. Corrective treatment: aspirated fluid from the knee and steroid for knee pain; steroid for the events of knee swelling and aspirate fluid from the knee. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot 6rsl027 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot # batch record review and lot frequency analysis for lot 6rsl027 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 11-apr-2017, this was the only complaint on file for lot 6rsl027: (1) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA as required. Seriousness criteria: required intervention for the events of knee pain with swelling and aspirate fluid from the knee additional information was received on 03-apr-2017 and 07-apr-2017 (both information processed together with clock start date of 03-apr-2017). Batch number and expiration date was added. Clinical course updated. Text was amended accordingly. Additional information was received on 11-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 30-mar-2017 from an orthopedic surgeon this case involves a (B)(6) female patient who initiated treatment with synvisc one and the first two injections were given together with some steroid and later after one year of first injection the patient experienced knee pain with swelling and aspirated fluid from the knee. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unspecified date in 2016, the patient initiated treatment with synvisc one injection and second injection was given half year later in 2016 (route, dose, frequency, batch/ lot number and expiration date: not provided) for knee osteoarthritis. It was reported that first two injections were given together with some steroid (off-label use). On (B)(6) 2017, the patient received treatment with synvisc one injection at a dose of 6ml once (route, batch/ lot number and expiration date: not provided) for knee osteoarthritis. It was reported that the patient came back the next day and complained of knee pain with swelling. Further reported, due to severity, the doctor had to aspirate the fluid out from the knee and steroid was given after that. Corrective treatment: aspirated fluid from the knee and steroid for knee pain; steroid for the events of knee. Swelling and aspirate fluid from the knee. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for the events of knee pain with swelling and aspirate fluid from the knee.

Manufacturer narrative:
Implant date: 2016 lot number: unknown. Implant date: (B)(6) 2017, lot number: unknown.

Event description:
This unsolicited case from (B)(6) was received on 30- mar-2017 from an orthopedic surgeon this case involves a (B)(6) female patient who initiated treatment with synvisc one and the first two injections were given together with some steroid and later after one year of first injection the patient experienced knee pain with swelling and aspirated fluid from the knee. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unspecified date in 2016, the patient initiated treatment with synvisc one injection and second injection was given half year later in 2016 (route, dose, frequency: not provided; batch/ lot number: 6rsl027 and expiration date: jun-2019) for knee osteoarthritis. It was reported that first two injections were given together with some steroid (off label use). On (B)(6) 2017, the patient received treatment with synvisc one injection at a dose of 6 ml once (route, batch/ lot number and expiration date: not provided) for knee osteoarthritis. It was reported that the patient came back the next day and complained of knee pain with swelling. Further reported, due to severity, the doctor had to aspirate the fluid out from the knee and steroid was given after that. Corrective treatment: aspirated fluid from the knee and steroid for knee pain; steroid for the events of knee. Swelling and aspirate fluid from the knee. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for the events of knee pain with swelling and aspirate fluid from the knee. Additional information was received on 03-apr-2017 and 07-apr-2017 (both information processed together with clock start date of 03-apr-2017). Batch number and expiration date was added. Clinical course updated. Text was amended accordingly.